Event description:
Allegedly the following occurred; "after firing the absorbable clips, they have not left the magazine completely. The device could not be removed from the pancreas. As also further carefully manipulation did not allow take the device away. The clips were connected with the magazine furthermore." Procedure: unk.